Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pus leaking out form the sides of the incision from the upgrade procedure approximately three weeks ago. The patient was diagnosed with a pocket infection. Antibiotic treatment was necessary. The device and all leads were removed and a temporary implantable pulse generator (ipg) was implanted. A new device and lead were implanted within the following week. No further patient complications have been reported as a result of this event.